Manufacturer narrative:
The returned lead, sc-2408-74 sn (B)(4) was analyzed and the complaint has been confirmed. Visual inspection found lead insulation damage and fractured cables near the distal end. The damaged section of the lead body insulation shows signs of abrasion that eventually opened up, exposed, and damaged the cables within the lead body. It appears that the damaged section of the lead is the anchor point or where the lead was secured. The lead was exposed to excessive mechanical force or movement causing the abrasion of the lead body and cable fractures right at the anchor point. It is unknown if suture sleeve, clik x anchor or direct suture were used to secure the lead. Review of the device history record revealed no anomalies when the lead was manufactured. The dfu states -leads can be permanently anchored with the included suture sleeve or with a clik x anchor. Do not use polypropylene sutures as they may damage the suture sleeve. Do not suture directly onto the lead, or use a hemostat on the lead body. The probable cause selected is unintended use error caused or contributed to event.

Event description:
A report was received that the patients right lead displayed high impedances. The patient needed an MRI, therefore, the patient underwent a lead replacement procedure and is doing well postoperatively.

Event description:
A report was received that the patients right lead displayed high impedances. The patient needed an MRI, therefore, the patient underwent a lead replacement procedure and is doing well postoperatively.